Manufacturer narrative:
B5: initial procedure date was updated.

Event description:
On (B)(6) 2023, this patient underwent endovascular treatment of a pseudoaneurysm formed at the anastomosis after total arch replacement using gore® tag® conformable thoracic stent graft with active control system (ctag/ac). On (B)(6) 2024, the patient was taken to the hospital due to intense back pain. Aneurysm was observed on the distal edge of the ctag/ac. A reintervention was performed, an additional stent graft was placed distally. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The result of the imaging evaluation: two radiographic angiogram jpeg images named ¿pre¿ and ¿post¿ are available for evaluation. No name, date, or demographics on the images. Cannot manipulate the images in any way. (Window level, rotate, etc.) Cannot take length measurements or diameter measurements with jpeg images. Contrast is visualized within the implanted device(s), distal to the proximal end of the device(s). There is a 2nd device implanted on the ¿post¿ image provided. Contrast is seen outside the distal end of the device on the ¿pre¿ image. Cannot confirm if this is an aneurysm or possible false lumen of a dissected aorta with available images. The contrast outside the implanted distal device on the ¿pre¿ image appears to be resolved on the ¿post¿ image, with the projection provided. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events which may require intervention and/or conversion to open repair include, but are not limited to: aortic expansion(e.g., aneurysm) w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent endovascular treatment of a pseudoaneurysm formed at the anastomosis after total arch replacement using gore® tag® conformable thoracic stent graft with active control system(ctag/ac). On (B)(6) 2024, the patient was taken to the hospital due to intense back pain. Aneurysm was observed on the distal edge of the ctag/ac. A reintervention was performed, an additional stent graft was placed distally. The patient tolerated the procedure.